Event description:
The reporter stated that there was a bonding issue between the manifold and the tubing. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
Visual inspection of the received sample confirmed the male luer lock was missing from the tubing. Examination of the separation site showed solvent marks indicating solvent had been correctly applied. Measurement of the outer diameter of the tubing found that the tubing was undersize, which would contribute to a separation. The tubing MFR was notified and corrective actions are being put in place. The device history record was reviewed with no issues noted. Smiths was able to confirm the issue due to undersized tubing. No additional action is necessary at this time. Smiths considers this MDR closed with this report.